Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 11.7 versus the labs 6.1 mmol/l. Tests were done within 10 minutes. No further information has been reported.